Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a scorched board [part (B)(4), rsm load/unload controller pcb] on the alinity I analyzer and experienced multiple error messages. Multiple fuses were replaced on the analyzer including 1 fuse on the scm controller board and 2 fuses on the rsm load/unload controller board. During repair, a lack of screws fastening the daughter board to the main board was found. When the rsm load/unload board was removed, scorched section was seen on the top and the ic with a surface mount inductor on the back of the board appeared scorched. Errors observed included 5229 [board communication error] 5119-e307 [rsm load control board motor power f4, sensor failed], 1415 [calibration], 01777 [unable to perform automatic system backup], 0228 [rack or cartridge detected on module, rsm position without a tray], 5119-e310 [rsm load control sv power good, sensor failed]. No smoke or fire were reported, and no injury was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and observed a lack of screws fastening the daughter board to the main board. The board with the scorch mark was replaced [part a-90000050-01, rsm load/unload controller pcb]. The board had failed upon its first use. The damage was limited to a small area on the board and the damage did not spread to other parts of the equipment. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a similar complaint search, device history review, instrument service review, and a labeling review. No returns were made available from the customer site for this evaluation. No parts were returned. No adverse trend was identified for the customer issue. Review determined the board is used on alinity I analyzers and alinity c analyzers, with a part census of 1037 as of october 2018. An 89 month search identified no additional complaints for this issue with this part. Device history review did not identify any issues that may have caused the customer issue. Analyzer service history was reviewed, and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Product labeling was reviewed and found to be adequate, as it contains instructions regarding electrical specifications and requirements, electrical hazards, and of electrical safety for the alinity systems. The issue was resolved through normal service procedures. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.